Event description:
It is reported that the surgeon was unable to insert the stem into the tibia plate.

Manufacturer narrative:
Visual inspection of the returned drop down stem extension identified scuff marks on the stem near the threaded portion. Measured dimensions were conforming to print specifications. The threads passed functional testing with the appropriate go gauge. Review of the device history records identified no deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the stem. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.